Manufacturer narrative:
The investigation of access site bleeding/hematoma has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right groin hematoma with a probable relationship to the impella device used: groin hematoma: vascular surgery consulted for right groin tenderness and bruising. Has had a stable hemoglobin in the 8-9 range. Currently on dual antiplatelet therapy. On exam groin mildly firm but no palpable mass, bruising present. Signals intact. (B)(6) 2024 right groin duplex: no evidence of pseudoaneurysm of the right lower extremity. Pain in right groin on (B)(6) 2024, vascular consulted found pulses bilaterally in vascular ultrasound no evidence of pseudoaneurysm of the right lower extremity. The patient outcome is unknown.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.